Manufacturer narrative:
(B)(4). Implanted on an unknown date in 1995. Reported event was confirmed by review of operative notes. X-rays were reviewed but no issue related to the screw was identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history could not be performed as part and lot numbers are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during a left hip revision, an acetabular screw was unable to be removed and became stripped. The screwdriver was not long enough to reach. The screw and cup were left in place, and a new high-wall liner was cemented into the cup.